Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found in specification in relation to the customer reported 'would not restart after downstream occlusion' which was not reproduced during testing. A review of the event history log identified "pump run - auto-restart" messages following "downstream occlusion!" Throughout the ehl. The reported condition was not verified. Evaluation did not observe any symptom or potential cause of the reported issue. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not restart after downstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.